Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture and device detachment occurred. The patient presented for a fistulogram. A 12.0 x 60, 75cm mustang balloon catheter was introduced. However, during inflation, the balloon ruptured and frayed. The device was removed but remnants were left inside the patient and the patient was sent to surgery. The procedure was not completed. No further patient complications were reported.